Manufacturer narrative:
The device has not been returned for evaluation. Root cause cannot be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, it was observed that there was formation of a slight valgus deformity in the proximal tibia. The valgus deformity was corrected and stabilized with a low profile locking plate for the duration of consolidation.